Manufacturer narrative:
(B)(4). Batch #t94m8a. Investigation summary: the device was received with lower jaw damage. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested and the following was received: email received 2/13 "additional information requested: besides the x-ray were there any other efforts made to locate the blade tip during the procedure? Yes, over 20 laps sponges were shaken out to look for the tip. Three canisters of blood and irrigation that was suctioned from the patient was also filtered through a mesh tape container to look for the tip. Was this procedure converted to an open procedure? It was open from the beginning. Are there any other plans to locate the piece? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? Surgeon informed me today patient is doing well ".

Event description:
It was reported that during a laparoscopic sigmoid colon resection, the enseal device was sticky to open and close after thirty minutes of use. A second like device was used to complete the procedure. There were no patient consequences.